Event description:
It was reported that during an unknown procedure, the white tissue pad of the clamp dropped during use. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.